Event description:
Customer reported: during inspection of the product, it was discovered that the stylet drilled the package and unsterilized the needle.

Manufacturer narrative:
The device samples were returned and evaluated. It was noted that the sheath was slightly loose on both samples. This allowed the stylet to move during transit causing the end of the stylet to extend beyond the sheath and puncture the pouch. We receive this product from the supplier and package it for sale with no additional assembly at our facility. Therefore, we have confirmed with the supplier of the needle that the correct sheath was used during the production of the product. This is the first complaint for this defect with this product line.